Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to user facility, pt was having acute respiratory distress and cario-respiratory arrest, which required intubation. According to user facility, one unused device was obtained for intubation of pt; device was tested prior to use, and functioned as intended. However, once tube was inserted into pt, the cuff would not inflate. An emergent exchange of the tube was required. User facility reported severe hypoxia in pt for 15 minutes. No permanent adverse effects to pt reported.